Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a healthcare professional (hcp) regarding a patient implanted with a neurostimulator (ins) for dystonia and movement disorders. It was reported that a new lead was opened and contact 0 was bent out of box. The surgeon would not implant the lead, so a new lead was used. The bent lead never touched the patient. The issue was resolved at the time of this report. No further complications are anticipated.

Manufacturer narrative:
Analysis of the lead (lot# va1fuq8) found that the tip of the lead was bent at the #0 electrode sleeve on the distal end. Additional analysis results: product analysis #(B)(4):analysis information -- (B)(6)2017, 15:19:16 cst pli# 10 product ID# 3387s-40 analysis confirmed that the distal end of the lead was bent. {electrical testing of the lead determined that continuity was comple te and no electrical shorts were observed between circuits.} electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Analysis observed the distal end of the lead was bent. {the tip of the lead was bent at the #0 electrode sleeve.} concomitant product(s): product ID :neu_stylet_acc, lot# unknown, product type: accessory. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.